Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach and minutes after placement migrated to the right auricle. The filter was successfully retrieved with a loop. Another filter was successfully placed and the pt's condition is good. This device has not been received for eval, therefore, no failure analysis is available. It was indicated continual flushing of the carrier system during the implant procedure was not performed which co believes may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "the introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."